Event description:
It was reported that "ligament or muscle in front of implant site hurts and cannot lift leg higher than 10 inches. Pt is aware that there is a product recall for trident. The right hip has always hurt since the surgery and has gotten progressively worse."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Device is still implanted in pt and therefore, it is not available for eval. Should the device become available, the eval summary will be submitted in a supplemental report.